Event description:
Olympus medical systems corporation reviewed a literature titled "short-term outcome of peroral endoscopic myotomy performed by the same endoscopist on achalasia and nonachalasia esophageal motility disorders." A retrospective analysis of all patients undergoing poem at one university hospital by a single expert endoscopist from july 2021 to december 2022 was performed. All patients were symptomatic, and the presence of esophageal motility disorders was confirmed using multiple diagnostic modalities. These patients were then divided into 2 groups, achalasia and naemd, based on the underlying diagnosis. Statistical analysis of different clinical outcomes, including effectiveness and safety, was performed. Adverse events/number of patients: chest pain (3), blood loss (1), perforation (1). Two patients in the achalasia group experienced moderate blood loss during the procedure but did not develop hemodynamic instability or require blood transfusion. One patient in the achalasia group and 2 patients in the naemd group reported severe chest pain immediately after the procedure. These patients were admitted under close observation and pain was controlled with intravenous opioids and ppi, and patients were subsequently discharged. One patient in the naemd group had an esophageal mucosal injury requiring closure with one endoscopic clip. This patient did not require hospital admission or additional treatment. In total, 9 patients from the achalasia group and 10 patients from the naemd group were admitted to the hospital post procedure with the mean hospital stay being 1.2 and 0.82 days, respectively, for each group. As previously mentioned, patients were admitted post procedurally for both clinical reasons (pain, procedure difficulty, and complications and social factors (patient preference, travel distance, and ride availability). This report is related to patient identifier (B)(6).